Event description:
The patient had restenosis of the mid right coronary artery. The patient was enrolled in the cypress study with stable angina pectoris and a positive functional test for ischemia and restenosis the proximal rca had been previously treated with a 3.5 x 18mm cypher stent followed by a proximally overlapping 3.0 x 13mm cypher stent. The distal rca had been previously treated with a 2.5 x 12mm cypher stent. The patient had a 75%, restenotic, type a lesions in the mid and proximal right coronary artery. The lesions were 6mm in length and the vessels were 3.9mm in diameter. The lesions were pre-dilated and a 3.5 x 8mm cypher stent was implanted in the mid right coronary artery and a 3.5 x 18mm cypher stent was implanted in the distal right coronary artery. The patient also had a 90%, type b lesion in the second right posterior lateral artery. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was implanted. The cardiac enzymes were not noted to be elevated post-procedure. During a 30-day follow-up, it was noted that the patient had stable angina pectoris. It was reported that the patient had a history of chronic stable angina and coronary vasospasm. Approximately a year and eight months post index procedure, the patient had stable angina pectoris and the mid right coronary artery had 75% restenosis at the edge of the mid and distal rca stents that was treated with a xience stent. The pda stent was patent. It was reported that prior to the index procedure, there were two previous taxus stents in the distal rca, one nir royal stent in the rca and three cypher stents in the proximal and distal rca.

Manufacturer narrative:
Please note that the correct event date of coronary artery restenosis associated with this product device was (B)(4) 2010. Initial report was sent with the event date of (B)(6) 2011 in error. This supplemental is just to correct the event date of coronary artery restenosis ((B)(6) 2010). There have been no changes since the initial report.

Manufacturer narrative:
Concomitant medications at the time of the (B)(6) 2011 restenosis included diovan 80mg daily, furosemide 20mg daily, renexa 1000mg twice daily, coreg 6.25mg twice daily, imdur 45mg twice daily, pepcid 20mg twice daily, niaspan 500mg daily, and zocor 40mg daily. A valid lot number was not provided. This is one of three products involved with this report in which associated manufacturer report numbers are 3003742446-2012-00020, 3003742446-2012-00021 and 3003742446-2012-00022. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient had patient had restenosis of the mid right coronary artery and stable angina. The patient was enrolled in the (B)(4) study with stable angina pectoris and a positive functional test for ischemia and restenosis. This is a (B)(6) female with medical history including angina, positive functional study for ischemia, history of previous CABG ((B)(6) 2000), previous pci ((B)(6) 2006), hyperlipidemia, hypertension, congestive heart failure (nyha ii),and smoking. The patient had a 75%, restenotic, type a lesions in the mid and proximal right coronary artery. The lesions were 6mm in length and the vessels were 3.9mm in diameter. The proximal rca had been previously treated with a 3.5 x 18mm cypher stent followed proximally by an overlapping 3.0 x 13mm cypher stent. The distal rca had been previously treated with a 2.5 x 12mm cypher stent. The lesions were pre-dilated and a 3.5 x 8mm cypher stent was implanted in the mid right coronary artery and a 3.5 x 18mm cypher stent was implanted in the distal right coronary artery. The patient also had a 90%, type b lesion in the second right posterior lateral artery. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was implanted. The cardiac enzymes were not noted to be elevated post-procedure. During a 30-day follow-up, it was noted that the patient had stable angina pectoris. It was reported that the patient had a history of chronic stable angina and coronary vasospasm. Approximately a year and eight months post index procedure, the patient had stable angina pectoris and the mid right coronary artery had 75% restenosis at the edge of the mid and distal rca stents that was treated with a xience stent. The pda stent was patent. It was reported that prior to the index procedure, there were two previous taxus stents in the distal rca, one nir royal stent in the rca and three cypher stents in the proximal and distal rca. The device remains implanted. Since no valid sterile lot number was provided, a device history review could not be completed. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia and smoking. This is one of three products involved with this report in which associated manufacturer report numbers are 3003742446-2012-00020, 3003742446-2012-00021 and 3003742446-2012-00022.